Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the "device supposedly did not defibrillate in synchronous mode" there was no reported adverse patient impact.